Event description:
A report was received that the physician suspected that the patient had an infection at the ipg site and administered oral antibiotics.

Event description:
A report was received that the physician suspected that the patient had an infection at the ipg site and administered oral antibiotics.

Manufacturer narrative:
Additional information was received that the physician does not know if the suspected infection was device or procedure related. The patient was experiencing tenderness at the pocket site. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the physician suspected that the patient had an infection at the ipg site and administered oral antibiotics.

Manufacturer narrative:
Expiration date: ni.

Manufacturer narrative:
Additional information was received that the patient's infection has resolved and the patient is reportedly doing well.